Event description:
The individual, through continuous wearing of latex medical gloves, has become sensitized and allergic to latex. Has suffered from hives, wheezing, hand dermatitis, runny eyes and nose, dizziness,and flu-like symptoms. Individuals first notified in june 1996, that she was allergic to latex.